Event description:
Additional information received from the hcp reported that the cause of event was the patient dove into the water from a rip line and hit her back. The patient experienced stimulation in the abdomen and a loss of effect. A CT scan taken in august showed no evidence of dislodgment or any other issues, and there were no abnormal impedance measurements, however the hcp presumed there was a lead break. Reprogramming in (B)(4) was unable to get the stimulation sensation out of the patient's abdomen, and the hcp decided to replace the lead. A new lead was placed on the right side s3 foramen. The prior ipg was used, and the patient had excellent response. It was noted that the patient recovered with sequela, as she experienced pain where the old lead was removed.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was on a rope swing this past weekend and felt the sensation in her belly afterwards. The patient turned off the device and no longer felt the shocking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v526909, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v526909, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).